Manufacturer narrative:
The device was not returned for investigation. Angiogram review showed the manta implant was positioned correctly, and a dissection present near the access site. It was reported that a dissection caused vessel stenosis. Dissections are a common large bore procedural complication; therefore, it is inconclusive the cause of the dissection. Additionally, a hematoma formed not requiring treatment. Hematomas are a common large bore procedural complication and does not necessarily signify manta device failure. The EU IFU lists failed hemostasis requiring application of balloon pressure from a secondary access site, local trauma to the femoral or iliac artery wall such as dissection and other access site complications leading to bleeding or hematoma as possible adverse events. The device history record was reviewed and no non-conformities related to this incident were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The EU IFU lists local trauma to femoral wall such as dissection, and other access site complications such as hematoma, requiring endovascular intervention as possible adverse events. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
Patient underwent tavr on (B)(6) 2019, a 18f manta vascular closure device was deployed for closure on the right side femoral artery. It was reported that following deployment of manta, angiographic findings showed reduced flow and vessel dissection. A balloon was advanced from the contralateral side and inflated restoring flow to the vessel. It was also noted that a hematoma formed that required no treatment. The patient was reported recovered and resolved without sequelae from the dissection on (B)(6) 2019. The patient was discharged on (B)(6) 2019. The hematoma was reported to resolve on a follow up visit on (B)(6) 2019.